Event description:
It was reported the patient presented with a loss of stimulation; the spinal cord stimulation system stopped working. An impedance check revealed the lead was fractured. Attempts to reprogram the device failed. The lead was replaced. The patient recovered without sequela. Patient symptoms: patient presented with a loss of stimulation. Attempts to reprogram the device failed. Patient outcome: patient recovered without sequela.